Event description:
On (B)(6) 2009, the pt reported that the up and down buttons on her infusion device respond intermittently. She noticed the issue 6 months ago while attempting to bolus. She stated that she must hold the button for several seconds before the infusion device will vibrate. She stated that the infusion device has been dropped but it has not been submerged in water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.